Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy, gastric bypass in 2008 and hernia in (B)(6) 2011. Concurrent conditions included morbid obesity, dysfunctional uterine bleeding, endometriosis, adenomyosis, urinary incontinence and stress. Concomitant products included bupropion (wellbutrin). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced fatigue ("fatigue/exhaustion"). On (B)(6) 2013, 3 months 7 days after insertion of essure, the patient experienced weight increased ("weight gain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). On an unknown date, the patient experienced fungal infection ("multiple urinary tract and yeast infections"), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraine headaches"), dysgeusia ("a metallic taste in her mouth"), feeling abnormal ("brain fog"), vaginal discharge ("irregular vaginal discharge"), urinary tract infection ("multiple urinary tract and yeast infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("headaches"), allergy to metals ("nickel allergy"), arthralgia ("hip and joint pain"), anxiety ("anxiety"), paranoia ("paranoia"), bursitis ("bursitis") and dermatitis ("skin inflammation/skin issue"). The patient was treated with norlestrin fe (microgestin fe), ibuprofen, surgery (bilateral salpingectomy to remove essure device and hysterectomy (full)) and surgery (ablation was done on (B)(6) 2013). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fungal infection, fatigue, dyspareunia, abdominal pain, vaginal haemorrhage, migraine, dysgeusia, feeling abnormal, vaginal discharge, urinary tract infection, weight increased, arthralgia and anxiety had resolved, the dysmenorrhoea, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, alopecia, headache, allergy to metals, paranoia and bursitis outcome was unknown and the dermatitis was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, bladder disorder, bursitis, dermatitis, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, headache, menorrhagia, migraine, paranoia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient appropriately sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. On (B)(6) 2013, ultrasound scan revealed retroverted uterus identified. Thickened secretory endometrium. Simple right ovarian cyst seen measuring 34x28x29mm. Left ovary and adnexa were normal. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: dysmenorrhea, ovarian cyst, vaginal bleeding,abdominal pain and pelvic pain. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs and medical record received. New events added- abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, hair loss, headaches, nickel allergy, head pain, anxiety, paranoia, bursitis and skin inflammation/skin disorder. Historical conditions and concomitant conditions added. Lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fungal infection ("multiple urinary tract and yeast infections"), fatigue ("fatigue"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), migraine ("migraine headaches"), dysgeusia ("a metallic taste in her mouth"), feeling abnormal ("brain fog"), vaginal discharge ("irregular vaginal discharge") and urinary tract infection ("multiple urinary tract and yeast infections"). The patient was treated with surgery (patient underwent a salpingectomy to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fungal infection, fatigue, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, migraine, dysgeusia, feeling abnormal, vaginal discharge and urinary tract infection outcome was unknown. The reporter considered abdominal pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fungal infection, migraine, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient appropriately sought treatment for her symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.